Event description:
It was reported the programmer would intermittently become unresponsive. Power cycling the programmer was reported to have corrected the problem temporarily. The programmer was returned for repair. No known issues involving a patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l rf (radio frequency) head. (B)(4).